Manufacturer narrative:
The physician elected to perform surgical intervention and reopen the pocket. Upon reopening the pocket, a visual inspection found no signs of compromised leads. All leads were checked via a pacing system analyzer (psa) and were found to have normal diagnostic measurements. The leads were then reconnected to the device, and impedance measurements dropped to within normal range. The physician felt satisfied that the high pacing impedance measurements were due to a connection issue. The pocket was then re-closed. The patient is not pacemaker dependent, and suffered no adverse effects as a result of this event. This event will be updated if any additional information becomes available.

Event description:
-----

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high rv pacing impedance measurements of greater than 2000 ohms, triggering a latitude red alert. Shock impedance measurements were stable and within normal range. Some oversensed noise was observed, with several non-sustained episodes resulting.

Manufacturer narrative:
Additional information was received in (B)(4) 2012 stating that the latitude system detected a red alert from this lead due to shocking impedance measurements greater than 125 ohms. A boston scientific technical services consultant discussed troubleshooting techniques with the caller. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.